Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Image noise was also identified during the device evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced an image whiteout. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.